Event description:
It was reported that the ventilator had a problem with the pressure. The expiratory valve coil was defective and need to be replaced. Patient involvement is unknown. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated on site and the expiratory valve coil was replaced in the servo-I. The replaced part was returned for investigation. The investigation revealed that the returned expiratory valve coil passed all tests without any discrepancy when they were connected to a test ventilator. The conclusion is that the reported failure could not be reproduced during our investigation. No device logs were received. The root cause could not be determined since the reported problem could not be reproduced